Event description:
A consumer reported seeing an arc and having a shiny pupil following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/06/2009 and 10/23/2009 by email, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on 10/28/2009.